Event description:
It was reported to philips that the system was unable to power up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site and confirmed system was unable to power on. Upon troubleshooting, fse found that the host pc did not start up when the system was powered on. The cause of the host pc failure could be determined by the supplier's part analysis, and it found damaged. To resolve the issue, fse replaced the host pc. After replacing the host pc, system returned to good working condition. The codes were updated based on the investigation outcome.